Event description:
A customer reported that three patients experienced posterior capsule tears during cataract surgery. The customer believes the sleeves on the silicone I/a tip appear to be receding to a point where the cannula is exposed to outside the sleeve and this may have caused the events. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the customer did not return a sample for evaluation. Therefore, the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. (B)(4).